Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that during implant procedure this right ventricular (rv) lead incurred damage on its gore covering upon insertion to the catheter. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that during implant procedure this right ventricular (rv) lead incurred damage on its gore covering upon insertion to the catheter. This rv lead was never in service. No adverse patient effects were reported.